Manufacturer narrative:
Device eval by MFR: upon device return and inspection, it was observed that the catheter was returned with the slider switch deployed, while the spline cage remained undeployed. Additionally, it was noted that the guidewire lumen was no longer adhered to the tip of the spline cage. Due to the delamination of the guidewire lumen from the tip of the spline cage, deployment of the catheter was not possible. The device was dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen. Some minimal kinking of the flush lumen was noted.

Event description:
Reportable based on analysis completed on 11jul2024. It was reported that during a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf), the farawave ablation catheter 31mm was selected for use. The catheter was prepped per the information for use (IFU), without no abnormalities noted. After isolation of two pulmonary veins, the slider switch became stuck, and it was not possible to deploy the catheter. With the catheter straight, it was undeployed and retracted into the sheath for withdrawal. The catheter had not been deployed without the merit inqwire rosen guidewire inserted. There were no issues with flushing the device. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been returned. However, analysis of the retuned device revealed that the catheter tip bond failed.